Manufacturer narrative:
Device evaluation: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that less than 94% of the dose had been administered by the device. The pump had alarmed with an error message displayed. The continuous infusion rate had been 2 ml/hr, with a reservoir volume of 100 ml. A total of 86.2 ml had been given, leaving a remaining volume of 5.8 ml. The length of the infusion had been 46 hours. There was a patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.